Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged missing segments/partial display on 10/07/2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device powered up properly after battery installation. No missing segments or partial display noted. Device passed the self test and displacement test. Device was monitored and no missing segments or partial display noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection: scratched case. In summary, customer alleged missing segments/partial display not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call via phone call that they were experiencing high blood glucose level. Current blood glucose level was 416 md/dl. It was known that customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer had not experienced symptom related to reported incident. Customer did not allege that insulin pump was under delivering insulin. Auto mode feature was not active at the time of incident. Customer stated that insulin pump had partial display. The insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.